Manufacturer narrative:
Results of investigation: the vyaire medical field service representative (fsr) evaluated the suspected ventilator device at the healthcare facility. The fsr cycled the device on in the user mode and found the device cycled normally. The fsr then cycled the device in the service mode and found "bad cal fcv" errors in the error log of the device. The fsr exercised and re-characterized the flow control valve (fcv), which passed both tests. The operational verification procedure for the device was performed and passed. Having met manufacture testing and operational requirements the device was returned for use. At this time, the reported event was not duplicated. However, a maintenance issue was identified and corrected. Additionally, no assembly failure was identified therefore, a definitive root cause could not be determined.

Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported this ventilator device stopped ventilating a machine breath and displayed an inoperative alarm condition, while in patient use. The customer stated no patient or harm was associated with this event.